Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that during system check out, the freedom driver exhibited a continuous fault alarm when an onboard battery was inserted. The customer also reported that on a second attempt, the freedom driver took about 5-7 seconds to start before emitting a "loud thump".

Manufacturer narrative:
During investigation testing, the customer-reported fault alarm and "loud thump" upon startup were not reproduced but these reports are consistent with visual observations of the secondary motor cam follower being out of bottom dead center (bdc), the broken secondary side of the scotch yoke, and the recorded 2d fault code in the driver's alarm history. The root cause of the customer-reported fault alarm upon startup was the engagement of the secondary motor. The reported pause in startup was likely due to the driver switching over to secondary motor operation, and the reported "loud thump" sound was likely an impact or fracture related to the piston cylinder assembly (pca) scotch yoke breaking on the secondary side. The reason that the secondary motor engaged could not be conclusively determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.